Manufacturer narrative:
(B)(4).

Event description:
The doctor was going to replace the neurostimulator (ins) only and use the existing lead but encountered difficulty while advancing lead into the new ins. He attempted to advance the lead into the new ins but could not get passed the 3rd or 4th contact on the 0-7 port of the ins. A blunt 18 gauge needle was inserted into the 0-7 port but could not get passed the 3rd or 4th contact. The setscrew point was passed and released the setscrew as much as they could. Attempted to re-insert the same existing lead to 8-15 port, but it was rough going in and could not get the lead to seeded correctly. The ins was replaced and the lead went in fine without any difficulties. The ins was going to be returned.